Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh and an ams monarc system hammock was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Dyspareunia. Corrected information: it was reported that patient underwent surgery for stress urinary incontinence, cystocele and rectocele repair. Mesh removed on (B)(6) 2009 due to erosion, pain and dyspareunia.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, erosion, infection, urinary/bowel problems, organ perforation, fistulae, recurrence and severe dyspareunia. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat cystocele, rectocele, and dyspareunia. It was reported that the patient had a concurrent procedure of a cystocele/rectocele repair performed during mesh implantation. No additional information was provided.this is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-04824.